Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
End user regional clinic hospital reported via stryker rep in russia that 'implant couldn't be installed into intended components. These events occurred during surgical procedures. Nothing happened to pt, other implants were installed instead."